Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2638 showed three other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported 4fr power PICC solo single lumen catheter was inserted into the right brachial vein without issue on (B)(6) 2022. Line was removed (B)(6) 2022 due to leak from secure-cath area and fracture noted at 12cm. Line length 45cm.